Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomed. The biomed checked the monitor alarm review messages, and it appeared that the monitor¿s alarm were paused/suspended at 12:01:50am. The biomed asked for assistance in reviewing the logs, and sent the logs to the rce. Philips reviewed the logs and found that alarms were seen several times between 12:01am and 12:34am which were confirmed to have been paused/suspended by the user. The patient coded, however, there was no report of patient injury. There is no indication that the care to the patient was delayed, as the users acknowledged the alarming in a timely manner. As requested, the findings for the alarm log review were provided to the customer, after they were reviewed by philips. The device remains at the customer site, and is ready for clinical use. No subsequent calls have been logged for this device/issue.

Event description:
The customer reported that the patient coded at 12:00:58am, but the mx800 monitor did not trigger any visual or audible alarms, during a vtach incident. No patient harm was reported as a result of this event.